Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that the patient underwent a revision surgery due to fracture of the articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned implant confirmed the complaint. The articular surface's post feature has fractured off. The device exhibits discoloration, pitting, and wear across all surfaces. A dimensional analysis was conducted and found that the width of the device was out of tolerance. However, due to the devices extended period in-vivo, it is not believed that this would have contributed to the event or would have been a non-conformance. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.